Event description:
The pocc reported obtaining back-to-back blood glucose results of 121 mg/dl on inform system 1 and 324 mg/dl on inform system 2. Patient did not modify therapy based on these results. No patient injury was reported and no treatment was received. Patient did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.

Manufacturer narrative:
This medwatch report is for the suspect device used in inform system 2. Reference medwatch report the suspect device use in inform system 1.